Manufacturer narrative:
The ventilator was investigated on site by the hospital engineer and the air gas module was replaced and returned for further investigation. Simulated use testing of the received air gas module has reproduced the described customer issue with failed pressure transducer and o2 sensor tests during pre-use check. The received device log files also confirms the reported issue. Our investigation has concluded that the reported problem with a several failures during pre-use check is due to a bent pin on the contact. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The cause of why the pin was bent, has not been determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer and o2 sensor tests during pre-use check. There was no patient involvement. (B)(4).